Manufacturer narrative:
The additional information is as follows: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9008580. D.4. Medical device expiration date: n/a. H.4. Device manufacture date: 2019-01-28. D.4. Medical device lot #: 9008581. D.4. Medical device expiration date: n/a. H.4. Device manufacture date: 2019-01-31.

Event description:
It was reported that foreign matter occurred with a needle 21 1-1/4 tw bulk pack. The following information was provided by the initial reporter, "clogged needle. Found clogged needle during the syringe assembly. The likely cause seems to be bond blockage."

Event description:
It was reported that foreign matter occurred with a needle 21 1-1/4 tw bulk pack. The following information was provided by the initial reporter, "clogged needle. Found clogged needle during the syringe assembly. The likely cause seems to be bond blockage."

Manufacturer narrative:
H.6. Investigation summary: photo evaluation: 1 photo was received for evaluation. Unable to confirm on clogged needle from the photo. Sample evaluation: 46 actual unused samples for batch 9008580 was returned for investigation. 29 actual unused samples for batch 9008581 was returned for investigation. Total 75 samples were returned for investigation. All the samples were not decontaminated. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All samples were subjected to visual inspection to check on clogged needles. For batch 9008580, 44 out of 46 samples were found with clogged needles. For batch 9008581, all 29 samples were found with clogged needles. Total returned samples visual inspection vision system challenge pass (no clog) fail (clog) accepted by vision system rejected by vision system 9008580: 46 pcs, 2 pcs, 44 pcs, 2pcs, 44 pcs. 9008581: 29 pcs, 0 pcs, 29 pcs, 0 pcs, 29 pcs. Return samples that was identified to be clogged are able to be detected and rejected by the vision system. The probable cause for parts not rejected is due to slanted rack pin. The slanted rack pin would result in the reject cylinder unable to completely reject the identified clogged needles resulting in the escape of the non-conformance part. The racks are purchased parts from external supplier.

Manufacturer narrative:
Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a needle 21 1-1/4 tw bulk pack. The following information was provided by the initial reporter, "clogged needle. Found clogged needle during the syringe assembly. The likely cause seems to be bond blockage."